Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, their receiver displayed a message for low transmitter battery. The complaint device was not returned for evaluation. However, the data log was provided by the patient. A data investigation was done on (B)(6) 2016 and did not confirm the reported event of receiver message for low transmitter battery. However, a data investigation done on (B)(6) 2016 did confirm a transmitter failure on (B)(6) 2016. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, their receiver displayed a message for low transmitter battery. There was no report of injury or medical intervention. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 06/20/2016 and did not confirm the reported event of receiver message for low transmitter battery. However, it did confirm a transmitter failure on (B)(6) 2016. No additional patient or event information is available.